Event description:
Reported suspected false positive sars results for one patient. The customer communicated the result was negative on follow up rapid test 24 hours later. The cusomter states that the positivity rate has increase from 5% to 30%.

Manufacturer narrative:
Investigation determined that a limited number of sofia sars antigen fia test cassettes from lot number 706142 have an increased potential for false positive results. The root cause relates to a physical deformation of the test strip on 0.7% of the test cassettes manufactured of lot 706142. A field action was initiated as a result of the investigation. Source: email.